Event description:
It was reported during an esophagogastroduodenoscopy procedure with polypectomy, the loop did not disengage and the wire inside the spring in the handle broke. Therefore they cut off the handle, pulled out and reinserted the endoscope to cut the loop and remove it. They removed the loop device and preventively placed 3 clips to close the breach. The customer reported the patient was asymptomatic, there was no injury or delay, and the procedure was completed in 60 minutes which is routine.

Manufacturer narrative:
The device was disposed of; therefore, not returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured on september 2022 based on the provided 3 digit lot information "29v". However, the exact manufacture date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, a likely mechanism causing the reported event might be one of the following: mechanism 1: 1) the loop was surrounding the body tissue, and it was temporarily ligated by pulling the slider. 2) the tube sheath was pushed out, and the distal end of the coil sheath went into the tube sheath. 3) an attempt was made to detach the loop in state of above description (2). Therefore, the loop detached from the hook in the tube. 4) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 5) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 6) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed or broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Never use excessive force to operate the instrument. This could damage the instrument." "Straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.